Event description:
It was reported that this pacemaker was found to be operating in safety mode. The pacemaker replacement was recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The pacemaker replacement was recommended. Currently, this pacemaker remains in service and no adverse patient effects were reported.